Manufacturer narrative:
(B)(6).

Event description:
It was reported that rotation speed was unstable. The 90% stenosed target lesion was located in a mildly moderately and severely calcified left anterior descending artery (lad). A rotapro console were selected for use in a procedure. The device was prepped and platformed at 200,000rpm outside the patient. During the procedure, the rotation speed was suddenly increased to 220,000rpm. The procedure was successfully completed with this rotapro console. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter city: (B)(6). Device evaluated by manufacturer: rotapro console rp003281 was received. The advancer electrical simulator connection port was positioned incorrectly, and the console failed visual inspection. A functional test was done on the console. It failed the functional test because its flow at the servo gain delta was outside the specs. And not stable. The reported event that the rotation speed was not stable is confirmed. The components that caused the complaint are the pneumatic kit and the front housing of the console.

Event description:
It was reported that rotation speed was unstable. The 90% stenosed target lesion was located in a mildly moderately and severely calcified left anterior descending artery (lad). A rotapro console were selected for use in a procedure. The device was prepped and platformed at 200,000 rpm outside the patient. During the procedure, the rotation speed was suddenly increased to 220,000 rpm. The procedure was successfully completed with this rotapro console. No patient complications were reported.